Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
During the index procedure, a dissection with distal embolization occurred. The dissection was treated by implanting a 2.5 x 13mm cypher select plus stent, overlapping the stent that was initially implanted. There was low flow post procedure leading to a very small non-q wave myocardial infarction. It was also noted that the patient experienced peak ck post procedure (2.1 times above the upper normal level). The patient was initially admitted with stable angina pectoris in 2007. The patient had a target lesion in the proximal right coronary artery and in the proximal to mid circumflex. The proximal right coronary artery was type b2, de novo and eccentric. The lesion was 22mm in length and the vessel diameter was 3mm. The proximal to mid circumflex was type c, de novo and eccentric. The lesion length was 30mm and the vessel diameter was 2.5mm. The patient had a 2.75 x 33mm cypher select plus stent implanted in the proximal right coronary artery at 18atms and a 2.5 x 33mm cypher select plus stent implanted in the proximal circumflex.